Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) year-old female who underwent breast augmentation revision with mentor smooth round moderate profile 150cc saline protheses experienced bilateral deflations post procedure. The left side was described as sore and tighter than the right. The left side was more visibly deflated compared to the right was lighter. The physician¿s office later confirmed that the deflations were bilateral. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-25614 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/15/2019. The device was explanted on (B)(6) 2020. The patient is caucasian. The patient stated to have some muscle tension in upper arms and chest with soreness throughout her entire body. 2. Is other serious- uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted information in the supplemental report submitted on (B)(6) 2020. The devices were found intact upon explant. 1. Is product problem- uncheck. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the breast implant with some muscle tension in the upper arms and chest. The sample was visually inspected, and no apparent damage was found. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/17/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 1/23/2020. The procedures performed with explant were bilateral capsulotomy, scoring of the breast capsules, and drain insertion. Manufacturer¿s reference number: (B)(4).